Event description:
The explanted lead was returned to the manufacturer and underwent analysis. Analysis of the returned lead indicated that other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Additional information was received in the form of programming history confirming the impedance value fluctuations.

Event description:
It was reported by a company representative high impedance was received at a follow-up appointment. The event was reported as elevated impedance value which began with 1,600 ohms after implant surgery in (B)(6) 2011, 3,974 ohms in (B)(6) 2011, and 5,059 ohms on (B)(6) 2012. Additional information the area representative indicated it was unknown if patient manipulation contributed to the event. X-rays were taken of the patient and will be evaluated by the manufacturer. At the moment interventions planned are to check the pin insertion while the patient is under general anesthesia. Good faith attempts to obtain further information have been unsuccessful to date.

Event description:
Additional information was received from the area representative indicating the lead was explanted. X-rays were sent to the manufacturer, but no images were present on the cd. Moreover, the area representative indicated the impedance value on the patient was 1600 ohms intra-op and during a follow-up appointment the value rose to 3000 ohms. Good faith attempts to obtain the explanted lead returned to the manufacturer and additional information have been unsuccessful to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.